Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an 840 ventilator failed power on self-testing (post). The ventilator was not in use on a patient at the time of the reported event. A technical support engineer (tse) recommended replacing the exhalation valve. Covidien was not authorized to service the device.

Manufacturer narrative:
No eval explain code . If information is provided in the future, a supplemental report will be issued.